Manufacturer narrative:
PMA/510(k)#: p100022/s001. The ziv6-35-80-6.0-100-ptx stent of lot number c1234406 was implanted in the patient, therefore is not available for evaluation. With the information provided a document based investigation was carried out. It was confirmed that no imaging would be provided to support the complaint investigation. From information provided, it is known that the patient had known potential risk factors for thrombosis including poor run off, severe calcification, hypercholesterolemia and a history of tobacco use. There is no evidence to suggest this event did not occur, therefore the customer complaint is confirmed based on customer testimony. Based on the above, it is unlikely that the reported thrombosis occurred due to device malfunction, however due to lack of imaging and as the conditions of use cannot be replicated, a definitive root cause cannot be determined and no other comments can be made. It may be noted that as per the instructions for use arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1234406. According to information provided, treatment included angioplasty and thrombectomy. No other adverse effects were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Protocol 12-011, (B)(6), thrombosis within study lesion . On (B)(6) 2016, following bare balloon angioplasty, a 6 mm x 100 mm zilver ptx stent ((B)(4)) was placed in the left proximal sfa. There was no difficulty using the stent or delivery system. There was no residual stenosis in the study lesion. On (B)(6) 2016 (two days post-procedure), thrombosis was identified within the study lesion (left proximal sfa) by ultrasound imaging. The patient was not experiencing clinical symptoms. The patient underwent endovascular intervention that included angioplasty and thrombectomy. The investigator noted that the event was probably related to the study device and definitely related to the study procedure. The site responded no to the question: did the device malfunction or deteriorate in characteristics or performance?